Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcomm) using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil into the target location and manually detached the smart coil into the target location. While retracting the smart coil pusher assembly, the physician felt something hung on to the smart coil pusher assembly and the smart coil was slightly pulled out of the aneurysm before fully detaching. It was noted that the last imaging revealed that the tail end of the embolization coil was in the parent vessel and was not inside the microcatheter. The physician then used the smart coil pusher assembly and the microcatheter to push the smart coil back into the target location, but a small part of the smart coil was still left free flowing in the parent vessel. The physician decided to leave the smart coil in the pcomm as there was no harm to the patient. The procedure was completed at this point.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.